Manufacturer narrative:
Analysis off the lead (lot # va0hz1f) found no anomaly. Analysis of the cable (lot # n454278) found the screening cable had a solder flux that was observed on the distal end contact. Analysis of the stylet (lot # unknown) found no anomaly.

Manufacturer narrative:
Product ID: 3550-68, lot# n454278, product type: screening device. Product ID: neu_ stylet_acc, product type: accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported there was high impedance of >40,000 on electrode 1. It was noted the lead was not implanted. It was noted the patient status at the time of report was alive with no injury. It was stated there were no patient symptoms.

Event description:
Additional information received reported the impedances resolved following the lead change. It was noted the patient outcome was good.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.